Event description:
As reported by the (B)(6) the patient experienced severe hypotension during the index procedure. According to the sapphire database, the patient experienced a non-q-wave myocardial infarction (mi) at some point on the day of the index procedure. However, according to the cvu note, the mi occurred prior to admission. The patient developed shock and pulmonary edema at some unknown point. Dopamine 5mcg was administered. Blood pressure was running in the 100s. The rapid response (rr) team was called as the patient developed shortness of breath, drop in blood pressure to the 50s, and an increase in heart rate to 130 bpm. The patient was then intubated and central line was placed in the left subclavian. A stat complete blood count (cbc) did not reveal any severe bleeding. Jugular venous pressure (jvp) was elevated. The patient was in atrial fibrillation. The EKG performed did not reveal any acute st changes. The chest x-ray was suggestive of pulmonary edema. As per the physician, the shock and pulmonary edema was due to the patient¿s pre-existing critical aortic stenosis. As the patient became more tachycardic, he went into pulmonary edema. Milrinone was administered which dropped his blood pressure to the 60s. Dobutamine was then administered which dropped his blood pressure again when he became tachycardic. Intravenous (IV) digoxin was given to slow the heart rate down. IV lasix was given to increase his central venous pressure (cvp) to 9. The patient was discharged approximately 20 days post index procedure. Nih stroke scale score was 4 and rankin score was 4. Carotid artery stenting (cas) was performed on a 90% occluded lesion in the ostial left internal carotid artery of 20mm in length in a 6.0mm vessel diameter with mild vessel tortousity. The arch I lesion was moderately calcified.

Manufacturer narrative:
A 7mm basket angioguard embolic protection device was deployed past the lesion and the lesion was pre-dilated. A 10x40mm precise pro rx stent was successfully deployed at the target lesion. Debris was found in the angioguard basket upon retrieval of device. The residual diameter stenosis measured 0%. There was no documented presence of air bubbles. This is one of two products involved with the reported adverse events and are associated manufacturer report numbers 9616099-2013-00751 & 1016427-2013-00143. The product is not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Post-procedure medications include: digoxin, dobutamine, lasix, levothyroxine, milrinone. Dopamine was given during and after the procedure.

Manufacturer narrative:
Adjudication minutes were received and reviewed. The cec agreed that a non-q-wave mi occurred and was procedure-related. Additional details were received from the clinical events committee (cec) meeting minutes that pre-procedure, 8 days prior to the index procedure, the nih stroke scale score was 0 and the rankin stroke scale score was 0. Per consultation report, there were no focal neurological deficits, he was responsive, moving all extremities and squeezed the hand. Post-procedure the patient was hypotensive. As he was transferred to the floor, his blood pressure dropped to 50s. He was started on dopamine and was further intubated due to respiratory distress. Per consultation report the same day as the index procedure, the patient had a pre-procedure non-q wave mi and underwent index procedure in the left ostial ica as a result of findings during a workup for severe aortic stenosis/CABG surgery. Post-index procedure, he developed a shock and pulmonary edema in result of an effect of a carotid stenting in a setting of severe aortic stenosis. Per report, there were no any acute st-t changes on ECG and the patient was in atrial fibrillation and tachycardic. The site reported that per primary investigator, the patient had an mi pre-procedure but also had an mi after the procedure. The ck, ckmb were not tested. The day of the index procedure, the troponin was 2.0. The day following the index procedure, the nih stroke scale score was reported to be 4 and the rankin stroke scale score was reported to be 4. Additional information had been requested regarding nih/rankin score change and whether the patient suffered new neurological event. In response to the query, the site reported: ¿the patient did not suffer a stroke; he was intubated at the time the stroke scale was performed. Patient had severe hypotension, severe respiratory failure and complications from his critical aortic stenosis but did not suffer a stroke. He did not have MRI or CT scan done.¿ the patient was discharged 20 days post-procedure, on asa and clopidogrel. At the 30 days follow-up visit, the nih stroke scale score was 0 and the rankin stroke scale score was 0. The additional information that was recently received regarding this case does not meet the required criteria for medical device reporting as the information states that the hypotension occurred post-procedure, indicating that the angioguard had already been removed from the patient when the patient's blood pressure dropped. Therefore, please note that as there is no alleged product failure and this file was inadvertently submitted as a complaint under the medical device reporting regulations. No further reports will be forthcoming. This is one of two products involved with the reported adverse events and are associated manufacturer report numbers 9616099-2013-00751 & 1016427-2013-00143.

Manufacturer narrative:
This is one of two products involved with the reported adverse events and are associated manufacturer report numbers 9616099-2013-00751 & 1016427-2013-00143. Addendum ((B)(6) 2013): additional information was provided and indicated that the patient experienced two myocardial infarctions, one before and one after the index procedure due to severe hypotension with critical aortic stenosis and left main disease. The patient was discharged home approximately 20 days post index procedure, after his aortic valve replacement. Complaint conclusion: as reported by the sapphire registry the patient experienced severe hypotension during placement of a stent in the left internal carotid artery. The patient also experienced a non-q-wave myocardial infarction (mi) at some point on the day of the index procedure. The patient had also experienced another myocardial infarction prior to the index procedure due to severe hypotension with critical aortic stenosis and left main disease the patient also developed shock and pulmonary edema at some unknown point managed with the administration of dopamine. The patients blood pressure was running in the 100¿s, however, after a drop in blood pressure to the 50¿s, an increase in heart rate to 130¿s and as the patient developed shortness of breath the rapid response (rr) team was called. An EKG showed the patient to be in atrial fibrillation and it did not reveal any acute st changes. The chest x-ray was suggestive of pulmonary edema. As per the physician, the shock and pulmonary edema was due to the patient¿s pre-existing critical aortic stenosis. The patient was discharged approximately 20 days post index procedure after aortic valve replacement. Nih stroke scale score was 4 and rankin score was 4. Carotid artery stenting (cas) was performed on a 90% occluded lesion in the ostial left internal carotid artery of 20mm in length in a 6.0mm vessel diameter with mild vessel tortuosity. The arch I lesion was moderately calcified. A 7mm basket angioguard embolic protection device was deployed past the lesion and the lesion was pre-dilated. A 10x40mm precise pro rx stent was successfully deployed at the target lesion. Debris was found in the angioguard basket upon retrieval of device. The residual diameter stenosis measured 0%. There was no documented presence of air bubbles. The (B)(6) patient has a medical history consisting of synchronous, severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization,critical aortic stenosis, hyperlipidemia, clinical copd, cardiac arrhythmia, severe aortic / mitral valve disease, diabetes mellitus, hypertension, and high risk criteria of synchronous severe cardiac & carotid disease requiring open heart surgery & carotid revascularization and age greater than 75. Per (B)(6) report c 13,960: (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10204362. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, cardiogenic shock, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors.